Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of may 5, 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021 and the day of adverse event reported at four days (pod4) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf impact code f2303 captures the reportable event of "the patient was prescribed cipro, im gentamicin, and rocephin."

Event description:
Note: this report pertains to one of two devices used for the same patient. Refer to manufacturer report # 2124215-2025-19470 for the associated device information. It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Two naviguide devices were utilized after discovering additional calyceal stones. Four days post-procedure, the patient developed a fever, sore throat, and chills. The urine culture was negative, but urinalysis was positive for leukocyte esterase. The patient was prescribed cipro, im gentamicin, and rocephin. Per physician's assessment, the event was not serious, was possibly related to the device, and possibly related to the procedure.